Manufacturer narrative:
The DHR review was completed on 11/17/2016. Conclusion: as reported by a healthcare professional, during stent assisted coil embolization of an aneurysm at the vertebral artery union, an enterprise 2 stent (enc403000/ 10563112) could not be recaptured into the prowler select plus microcatheter (606s255x/ 17411526). During stent deployment, one third of the enterprise 2 stent was deployed from the prowler select plus to decide the location. Since the stent slightly shifted proximally (which was unintended movement), the physician attempted to withdraw the stent. However, the stent could not be restored inside the microcatheter, so the stent was removed partially deployed from the patient. Per observation, there were no anomalies on the stent. The procedure was completed with a new stent. The procedure was successfully completed without further issues. However, due to the event it was delayed for 20 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained through the microcatheter at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product was not available for investigation. No further information was available. The enterprise 2 device was not returned for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The prowler select plus device was not returned for analysis. Review of DHR for lot 17411526 concluded there were no issues noted that were considered potentially related to the reported complaint. The recapture difficulty and resistance between the enterprise and prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event reported. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports submitted for this complaint, with associated report numbers of 3008264254-2016-00079 and 1226348-2016-00167.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports submitted for this complaint, with associated report numbers of 3008264254-2016-00079 and 1226348-2016-00167.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of an aneurysm at the vertebral artery union, an enterprise 2 stent (enc403000, 10563112) could not be recaptured into the prowler select plus microcatheter (606s255x/ 17411526). During stent deployment, one third of the enterprise 2 stent was deployed from the prowler select plus to decide the location. Since the stent slightly shifted proximally (which was unintended movement), the physician attempted to withdraw the stent. However, the stent could not be restored inside the microcatheter, so the stent was removed partially deployed from the patient. Per observation, there were no anomalies on the stent. The procedure was completed with a new stent. The procedure was successfully completed without further issues. However, due to the event, it was delayed for 20 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product was not available for investigation. No further information was available.